Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01441.

Event description:
The patient was undergoing a coil embolization procedure in the aorta to treat an endograft leak using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and decided to remove it. Upon removal, it was noticed that the ruby coil was ¿stretched¿. The physician then attempted to advance a new ruby coil through the same microcatheter; however, resistance was encountered again and therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 19.0 cm, 44.0 cm, 72.0 cm and 100.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly¿s distal detachment tip (ddt). The proximal constraint sphere was attached to the embolization coil. The embolization coil had offset coil winds. The proximal end of the detached embolization coil was present outside the proximal end of the introducer sheath. Conclusion: evaluation of the returned ruby coil revealed a device with a detached embolization coil with offset coil winds. If the ruby coil is forcefully advanced while experiencing resistance, damage such as offset coil winds may occur. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the experienced resistance was unable to be determined. Based on the reported complaint the embolization coil detaching from the pusher assembly was likely incidental to the complaint and may have occurred post-procedure during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.